Event description:
It was reported that the biomed need assistance troubleshooting in an arctic sun device with alert 41 (low internal flow). Per review of wo on 11may2023, spoke to biomed and found that the inlet pressure continued to read between -7.8 to -9.0 and the circulation pump command is 0 %, had remove the pressure transducer connector and reconnect and it continues to read -7.9, writing a quote to had come in for service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. Confirmed alarm 41 in patient data. Confirmed pressure transducer was reading negative without circulation pump running during assessment testing. Replaced pressure transducer. Replacement of the pressure transducer corrected the reported problem of alert 41 and transducer reading negative with no pump running. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed need assistance troubleshooting in an arctic sun device with alert 41 (low internal flow). Per review of wo on (B)(6) 2023, spoke to biomed and found that the inlet pressure continued to read between -7.8 to -9.0 and the circulation pump command is 0 %, had remove the pressure transducer connector and reconnect and it continues to read -7.9, writing a quote to had come in for service.